Event description:
It was reported that the patient had a known auto-immune disorder and the healthcare provider (hcp) believed that was the root cause for the erosion. There was an infection and seroma following an implant where the patient never fully healed. A revision was performed on 2011 (B)(6) to move the implantable neurostimulator (ins) from the right side to the left side. A tissue sample was taken from the old pocket and sent to the lab for analysis. Additional information has been requested, but was not available as of the date of this report.

Event description:
Additional information received indicated that the ins was originally was not implanted deep enough and that the patient also had a revision in (B)(6) 2011 to implant the device deeper into the tissue. The patient then had a hematoma which was drained. In (B)(6) 2011, the patient stated that the ins hurt "really bad" and it could be seen through the skin. This then lead to the revision on (B)(6) 2011 to move the ins to a new location (previously reported). Note: the manufacturer's device registry indicates that the ins in this file was replaced on the (B)(6) 2011 date.

Manufacturer narrative:
Concomitant medical products: patient programmer: model 3037, (B)(4), implanted: na, explanted: na, tined lead: model 3093-28, lot # v575375, implanted: 2010 (B)(6), explanted: unk, implantable neurostimulator (ins): model 3058, (B)(4), implanted: 2011 (B)(6), explanted: unk.

Manufacturer narrative:
(B)(4).

Event description:
Additional information reported indicated that the patient recovered without sequelae. If additional information becomes available, a follow-up report will be sent.

Manufacturer narrative:
Analysis of neurostimulator model 3058 serial# (B)(4) showed no significant anomalies. The device was visually and functionally okay.